Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's buttons were sticking and were sometimes unresponsive. The numbers on the screen were also scrolling. Customer's blood glucose level was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.